Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer switched to a different infusion set. The customer stated that they rode the exercise bike for 20 minutes and the blood glucose went from 10 mmol/l to 23 mmol/l. The customer stated that they did not know if the infusion set was working. The customer reported that they bolused with the insulin pump. It was reported that the customer had always used quickset and was developing an allergy probably to the plastic cannula. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.